Manufacturer narrative:
Many attempts were made to request the return of the catheter involved with the reported incident. The catheter was not received after 3 months; therefore, we were unable to confirm or reproduce the issue based on the information provided. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the catheter was connected to the ultrasound system, the catheter did not display any anatomy image. This occurred during a patent foramen ovale (pfo) closure procedure. The cables were replaced but without resolution. When the catheter was replaced, the reported issue was resolved. There was no patient adverse event reported. No additional information was provided.